Event description:
It was reported that treatment was performed on a calcified proximal to mid lad lesion. The vessel was not tortuous. A pixel 2.25mm stent was implanted and vessel imaging was attempted. A guidewire was positioned in the first diagonal branch and the atlantis sr pr2 (ivus) catheter was inadvertently tracked over this guidewire and through the stent struts. The ivus catheter then became caught in the stent. An attempt was made to remove the catheter after replacing the imaging core with a guidewire, but it was unsuccessful. A new guidewire was advanced in the vessel adjacent to the area where the catheter was caught in the stent and ivus catheter was then able to be removed. No stent damage was noted under fluoroscopy. A new catheter was used to perform coronary imaging. The patient's condition was reported to be good.

Manufacturer narrative:
The device in question has been returned to boston scientific for investigation; however, it is still on-going. Once the investigation has been completed and significant information is found, a supplemental report will follow.